Event description:
It was reported that the device exhibited a 'reconnect cassette' error. There was unknown patient involvement.

Manufacturer narrative:
E1: phone (B)(6) . One device was received for evaluation. Visual inspection found the device to be slightly worn, and the dso had fluid ingression. The event history log showed records of 'high-pressure', 'sensor mismatch', and 'no disposable' alarms. Functional testing verified and duplicated the reported problem. It was determined that the dso sensor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.